Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of prosthesis wear secondary to contact between the joint surfaces. Potential contributions from edge loading/impingement, patient conditions, or age of the device to the reported event could not be determined as the device was not returned for evaluation and additional information was unavailable. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: element-stem, collarless w/ha, std offset, sz 11 (cat# 164-01-11), 12/14 zirconia head 36mm rep by 170-36-00 (cat# 148-36-00), bone screw 6.5mm dia x 25mm long (cat# 120-65-25), bone screw 6.5mm dia x 25mm long (cat# 120-65-25), nv crown cup clstr hole 56mm group 3 (cat# 180-01-56). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision of primary hip due to liner wear. The cup and liner were switched to stryker and the femoral head was replaced with a cobalt chrome 28mm +0 head. Patient was last known to be in stable condition following the event. The device will not be returned as the hospital keeps the implants.